Manufacturer narrative:
The rse provided verbal support to the customer. The battery and pads were both outdated. However, the cause of the problem was not able to be determined. The customer decided to send the device to a third-party servicer. This will be documented as a malfunction, the cause of which was not determined. The device remains with the customer and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer decided to send the device to a third-party servicer for repairs. We are unable to confirm the final disposition of the device because the customer decided to send out the device for repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.